Event description:
Revision of distal femoral gmrs with mrh tibia. Diagnosis for revision was lysis and suspected femoral stem loosening. Intra-op, the surgeon commented that the tibial construct was loose and also needed to be removed. When removing the tibial construct, the surgeon commented that the stem was not tight on the baseplate and was freely moving (unthreading). Issue noticed after primary procedure, prior to revision procedure.

Manufacturer narrative:
Reported event: an event regarding loosening, disassociation and osteolysis involving kinemax stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: explantation damage is observed on the surfaces of the devices. There is bone cement on the distal surface of the tray along with bone in-growth on the stem as well. Dimensional inspection: not performed as this event does not relate to a dimensional issue functional inspection: not performed as this event does not relate to a functional issue. Material analysis: material analysis not performed as there was no material integrity issue with this component. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the x-rays confirm the presence of a cemented distal femoral replacing tka. On the x-rays reviewed the implants are in anatomic position without evidence of loosening or mechanical complication. No osteolysis is evident. I cannot confirm revision tka surgery, component loss of fixation and disassembly from the information provided. Should further documentation become available I would be happy to further this investigation. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: the x-rays confirm the presence of a cemented distal femoral replacing tka. On the x-rays reviewed the implants are in anatomic position without evidence of loosening or mechanical complication. No osteolysis is evident. I cannot confirm revision tka surgery, component loss of fixation and disassembly from the information provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Revision of distal femoral gmrs with mrh tibia. Diagnosis for revision was lysis and suspected femoral stem loosening. Intra-op, the surgeon commented that the tibial construct was loose and also needed to be removed. When removing the tibial construct, the surgeon commented that the stem was not tight on the baseplate and was freely moving (unthreading). Issue noticed after primary procedure, prior to revision procedure.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.